Event description:
It was reported that there was torn downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of torn downstream occlusion (dso) seal. Review of event log found nothing related to the reported issue. There were no previous repairs noted in the last 12 months. The complaint was confirmed through visual inspection. The reported issue was resolved by replacing the dso seal.